Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia. It was further reported that no capture, low impedance, falling impedance, undersensing, diminished sensing and dislodgement were noted on the right ventricular (rv) lead. A lead warning was also alerted and intermittent undersensing, diminished sensing and falling impedance were noted on the right atrial (ra) lead. The rv lead was revised and remains in use. The ra lead remains in use. No further patient complications have been reported as a result of this event.